Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) expired one day post implant. The physician is concerned that the device did not function appropriately. The device was buried with the patient, but episodes will be sent in for analysis.